Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blurry image. The issue was found during setup. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has burn. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely due to damage to the image sensor unit caused by stress during use, external factors, or handling, or an abnormality in the electrical contact of the scope connector's electrical contacts. The plastic distal end cover burn was possibly caused by a high-energy treatment tool which was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.